Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lung cancer and a stroke while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.